Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the surgeon performed 4 sleeve procedures using slr. On (B)(6) the patient was female (B)(6) yo, (B)(6) lb. Echelon + used. The patient presented with a post-op fever. A drain was placed. The cartridge selection varies- usually blue up the sleeve and maybe 1 green. Prior to slr the surgeon used seamgauard. The surgeon does wait 15 seconds prior to firing. The drain was placed proactively. Unknown if percutaneously or another procedure. There was no confirmation of leak or bleed. The surgeon stated that this is a low volume center. Out of 110 procedures had 2 leaks. Using ethicon equipment since beginning. Has been previously using seamguard. Had not had to oversew or clip with seamguard. During one procedure he felt there was a little more bleeding intraoperatively and patient did not lose the weight he wanted prior. No prior lovenox given to patient. No staple form issues were recalled during procedure. Typical cartridge selection is green whole way through. Rarely blue but maybe on top.

Event description:
It was reported that post-op a laparoscopic sleeve gastrectomy procedure that the patient presented with a fever. Surgeon believes it¿s a possible hematoma. Surgeon placed a drain. Patients¿ status was not provided. No further information was provided.